Event description:
It was reported that perforation and dislodgement were observed under fluoroscopy. No capture was also noted. The lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.